Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was returned cut in two parts. One kink was found on the catheter tubing approximately 40.6cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 65.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that since intra-aortic balloon (iab) insertion an alarm for ¿optical sensor failure¿ was generated. Pressure indices and the arterial waveform did appear on the screen however, the alarm persisted for 3 days. The ccl (cardiac cath lab) stated the physician refused to exchange the balloon although the alarm had occurred right away after insertion. The emergency service specialist stated he guided the customer through switching to the transduced fluid lumen to monitor pressure. After which the alarm went away. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that since intra-aortic balloon (iab) insertion an alarm for ¿optical sensor failure¿ was generated. Pressure indices and the arterial waveform did appear on the screen however, the alarm persisted for 3 days. The ccl (cardiac cath lab) stated the physician refused to exchange the balloon although the alarm had occurred right away after insertion. The emergency service specialist stated he guided the customer through switching to the transduced fluid lumen to monitor pressure. After which the alarm went away. There was no reported injury to the patient.